Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that a bc3020-10 nasal prong caused slight bleeding in a preterm infant's nasal passage. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the bc3020-10 nasal prong was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results: the customer reported that a bc3020-10 nasal prong caused slight bleeding in a preterm infant's nasal passage. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. With regard to the injury to the nasal passage, fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or septal injury. We also recommend cycling regularly between prongs and masks as per our user instructions. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and also state the following checks during use: - check patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended. - alternating between mask and prongs can reduce the risk of irritation. Alternating every 4 to 6 hours is recommended.

Event description:
A healthcare facility in the united kingdom reported that a bc3020-10 nasal prong caused slight bleeding in a preterm infant's nasal passage. No further patient consequences were reported.